Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low speed and power cable disconnect alarms was confirmed based on the information contained in the provided log file. The log file contained data recorded from the time stamp of day 11, 8 hours and 27 minutes to day 22, 11 hours and 43 minutes where power cable disconnect alarms were recorded. The data captured on day 19 and 5 hours revealed speed reductions (5720-7820 rpm) below the low speed limit (8000 rpm). These speed reductions were accompanied by significantly decreased voltage levels, low speed hazard and low voltage hazard alarms and an active power save mode. The remaining data revealed the system was operating at the set speed with power cable disconnect alarms. Visual inspection of the returned 14v power module patient cable, identified with lot#11020111901, revealed a small kink near the black strain relief. There were multiple locations where it appeared the outer jacket of the cable had suffered damages, possibly due to crushing / pinching or even animal bites. The returned cable was functionally tested while connected to the returned system controller., test power module/system monitor and pump and no alarms were reproduced; however, when the inner wires were measured for continuity/resistance and insulation issues, multiple wires failed the insulation test. The outer insulation of the cable was removed and small holes were confirmed on multiple inner wires. When the exposed conductors of these wires contact the shield the power module will reduce the voltage output until the short is resolved. Patient handbook operating manual f covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. Periodically inspecting the equipment for damage is covered in the patient handbook important warnings relating to pump stops are described in operating manual. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that low speed and voltage alarms were recorded on the system monitor on (B)(6) 2021. It was suspected that the patient cable could be the issue due to fatigue, so the patient cable was exchanged on (B)(6) 2021 in follow-up hospital. A short-to-shield was also possible. Related manufacturer report number 2916596-2021-04593. Related manufacturer report number # 2916596-2021-04814.

Manufacturer narrative:
Patient identifying information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. This information should have been redacted from the initial report. E1: national cerebral & cardiovascular ctr. Was the customer site no further information was provided. The manufacturer is closing the file on this event.